Event description:
Battery operated suction irrigator noted by anesthesiologist to be leaking fluids with small amount of greasy like fluid also. Surgeon notified. Suction irrigator tubings chcked for leakage, noted tubings clear, no sign of greasy like fluid, suction irrigator replaced with new one.what was the original intended procedure?surgery suctioning.device #1is this a laboratory device or laboratory test?no.